Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a capd (continuous ambulatory peritoneal dialysis) disconnect y-set leaked from the connection of the y-set to the ¿t-set¿ (transfer set). This occurred during use at the patient¿s home for pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two (2) actual samples were received for evaluation. A visual inspection noted the uv spike was broken off into the molded port of the y-set. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.